Event description:
It was reported that the patient was in for a planned pump replacement. The catheter was found to be sheared off at the caudal end below the anchor. It was not retrieved. The partially sheared catheter was likely due to a spinous compression according to the doctor. The medication infused was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # n116305003, implanted: (B)(6) 2007; product type catheter. (B)(4).

Event description:
A representative later reported that the pump had been replaced due to elective replacement indicator (eri).

Event description:
Additional information received reported, the catheter was disconnected at the time of pump replacement due to end of battery life. The patient was doing well with no sequelae and improved tone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the pump early indicator time had come and rather than wait, it was decided to replace the pump ahead of time in order to avoid issues with therapy.